Event description:
Halfway through a 3.5 cm type o myoma procedure, the blade appeared to get damaged. A second blade was used when a piece broke off and floated in the uterus. It had to be retrieved by using another scope. Additional information received on (B)(6) 2015 indicated that the first blade was bent and was removed by the doctor. After removal from the patient, a piece fell off. The surgeon was confident all pieces were removed from the surgical site. After a piece from the second device fell off, the surgeon did not wish to proceed with morcellation on this patient; no other devices were used to complete the procedure. There was a delay while trying to retrieve the piece that broke off; another scope was used to get it out.

Manufacturer narrative:
Investigation results indicate that the fibroid was very clarified making it difficult to create an edge to get through the fibrous capsule. There was pressure being applied due to the type of fibroid. Inspection of the returned devices indicated there was evidence that the outer blade had been bent at the distal tip. The bend in the outer blade is likely due to excessive leverage during use. Inspection of the inner blade assembly indicated that there was deformation on the distal cutting edge. This damage is consistent with impact of the inner blade assembly with the distal edge of the bent outer blade cutting window. Moving the device from side to side, the technique followed in this case, instead of moving the device medially is against smith and nephew¿s technique guidelines as this could potentially cause the inner tube to be pushed out the cutting window and consequently hit the outer tube. The root cause of the device failure is user error. No further investigation is required. There was no patient injury although the fibroid was not removed.